Event description:
Venous blood side pressures rising quickly. Venous side of the catheter flushed without any noticed issues. Once back on dialysis machine, venous pressures again began rising high quickly. With second flush of the venous port of the catheter, a very fine hole in the catheter was noticed because of dampness.

Manufacturer narrative:
One 8f x 18cm silicone double lumen catheter was returned for evaluation. A functional examination of the device reveals a pinhole in the venous extension tubing 2 mm below the over mold. A review of the manufacturing records indicated all device specifications and quality requirements were satisfied. The extension was cross sectioned and measured. All measurements were within the design specifications. This family of devices is 100% leak tested prior to released. We are unable to determine the cause of factors which may have contributed to this event.